Event description:
Patient was revised to address loosening of the femoral stem. During a revision surgery, the patient's femur was fractured during insertion of a new stem.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the implanted stem product and lot code since its release for distribution. A complaint database search was not possible as the product and lot code required for the revised femoral stem was unavailable. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.